Event description:
It was reported that the system will be explanted for a MRI of the spine. It was stated that the patient had new pain and wanted an MRI.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial #(B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID neu_siliconeanchor, product type accessory; product ID neu_siliconeanchor, product type accessory. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.